Event description:
It was reported that the usb cable was not charging pump battery. There was no reported adverse impact to customer's blood glucose. Reportedly, customer changed cable to resolve issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.